Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent damage was confirmed. The reported difficulty removing the protective sheath could not be tested because the protective sheath was not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for difficulty removing the protective sheath, or stent damage from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the united states; however, it is similar to a device sold in the united states.

Event description:
It was reported that during unpackaging of the 2.75x15mm xience pro stent delivery system (sds), the protective sheath was difficult to remove and the stent implant was noted to be flared; thus the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A 2.75x12mm xience pro sds was used to successfully complete the procedure. There was no additional information provided. The sds was returned with the tip separated. The separated portion was returned on the stylet.